Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: loss of external power & not working on main power. The ventilator was on standby. No patient involvement.

Event description:
The following was reported to hamilton medical ag: loss of external power & not working on main power. The ventilator was on stand by. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).